Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during a drain cycle of their automated peritoneal diaslysis therapy. Reportedly, the home pt disconnected their transfer set from the pt line of the homechoice set without pausing therapy. The machine alarmed and the home pt reconnected to the setup in an attempt to complete therapy. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.